Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the patient's handset was lagging at 90% again. Agent reviewed and guided the patient through clearing the data. Patient was then able to connect to the pump without lag. Patient will call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient regarding their external device. It was reported that for the past couple of weeks they noticed that the communicator was taking a long time to connect to the pump and deliver boluses. During the call, technical services (ts) had the patient clear data from the myptm app (my personal therapy manager application) and clear the patient data service. The patient was able to connect to the pump with no lag at 90% and they would call back if they needed further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.